Event description:
The facility reported a colleague infusion pump with an intermittent problem with the stop button on channel a. The reported condition occurred during bio-med testing. There was no patient injury or medical intervention reported. There was no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.